Manufacturer narrative:
Device evaluation of battery sn (B)(4) has been completed. The reported problem (battery fault) has been confirmed. Upon investigation the battery was unable to recharge or power on a monitor. The f1 fuse was open. The cause for the open fuse was excessive current. The root cause for the excessive current was unable to be positively identified. Device evaluation of battery sn (B)(4) has been completed. The reported problem (battery fault) has been confirmed. Upon investigation the battery was unable to recharge or power on a monitor. The f1 fuse was open. The cause for the open fuse was excessive current. The root cause for the excessive current was unable to be positively identified. Battery sn (B)(4) was returned to the distributor for evaluation. The reported problem (battery fault) has been confirmed. As received, the battery was able to power a monitor, but not to charge. Upon evaluation, the battery pack tri-cells were defective. The root cause of the defective cells was unable to be positively identified. No adverse event resulted from the damaged batteries. Device manufacture dates: battery sn (B)(4): 05/08/2020; battery sn (B)(4): 10/01/2020; battery sn (B)(4): 03/25/2021.

Event description:
A us distributor reported that a patient was receiving battery faults.